Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. The distal tip was damaged. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no irregularities to the markerband. Microscopic examination presented no damage or irregularities with bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. However, soon after inflation started, the balloon ruptured. The procedure was completed with a coyote fc, coyotees, and coyote nc balloon catheters. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. However, soon after inflation started, the balloon ruptured. The procedure was completed with a coyotefc, coyotees, and coyotenc balloon catheters. No patient complications were reported and patient's status was good.